Manufacturer narrative:
Follow-up # 1 date of submission 12/30/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the ok keypad button was found to be intermittently unresponsive. The up arrow, down arrow and contrast buttons responded appropriately. There was evidence of contamination found under all of the button contacts during evaluation. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
On (B)(6) 2012, the patient contacted animas, alleging the ok keypad button had a delayed response and required multiple presses to engage. The patient denied damage to the keypad and reportedly wore the pump in a case attached to a belt. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.